Event description:
It was reported that after a patient fell in (B)(6) may 2014, the device was shocking her. The patient went into the hospital and it took almost five days to get a clinician programmer. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6)2014, explanted: (B)(6) 2014, product type: lead. (B)(4).